Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare professional, and a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1985 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2017 the patient¿s friend/family member reported that a critical pump alarm was occurring; it was a two-toned alarm occurring every 10 minutes. The pump had been refilled a few days ago. The patient had no symptoms. Additional information was received on (B)(6) 2017 from a physician who reported that the patient presented to the ER (emergency room) last night with the patient¿s mother reporting a two-toned alarm that meant the patient wasn't getting drug. Neurosurgery at the facility read the pump and the pump was no longer alarming after that interrogation. The physician did not have any information about what neurosurgery did. She was going to check with them and call back. No patient symptoms were reported. Additional information was received on (B)(6) 2017 from a company representative who reported that the patient¿s mother reported hearing a two-toned alarm approximately every 10 minutes beginning the afternoon of (B)(6) 2017. She brought the patient to the ER for evaluation. She reported no change in the patient¿s physical status during this time. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient had not undergone an MRI and was not in any unusual environment. The pump was interrogated and the logs were read. It was noted that the pump reservoir was at 37 ml and the low reservoir alarm was set to 1 ml. The logs did indicate that a motor stall had occurred on (B)(6) 2017 at 4:25 pm and recovered the same day at 11:34 pm. The pump had resumed normal flex dosing as previously programmed. No interventions/actions were necessary as the motor stall recovered itself. The issue was resolved. The patient¿s mother was instructed to keep an ear out for any future alarms that may occur and to report immediately should one occur. No surgical intervention occurred and none was planned. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep reported the doctor had read the pump and seen multiple motor stall and recoveries. The pump was stalled at the time of the report. The rep reported the plan was to replace the pump on 2017-dec-29. The rep reported the stalls began 2 days prior to (B)(6)2017. No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.